Manufacturer narrative:
(B)(4). Reported event was confirmed by review radiographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Xrays identified loosening and subsidence of the left hip arthroplasty femoral implant. Femoral fracture is not clearly visualized however the subsidence and implant lucency are highly suggestive of fracture. Bone quality is osteopenic. The left acetabular implant abduction angle measures approximately 58 degrees, elevated beyond the normal range. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: 00620205222 ¿ shell ¿ 61214925; 00625006525 ¿ bone screw ¿ 60980970; 00630505036 ¿ liner ¿ 61227289; 129418 ¿ smith and nephew - 09bsm0037; 3315040 ¿ depuy bone cement ¿ 2648073; 335040 ¿ depuy bone cement ¿ 2715633; 00801803602 ¿ femoral head ¿ 61224380. Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision approximately 6 years post implantation due to periprosthetic fracture and loosening of the implant. Attempts have been made and additional information on the reported event is unavailable at this time.